Event description:
Caller reported a cgm error 42 associated with a g7 sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for a complete pump reset and guided the caller through the reset process, resulting in a successful start of the sensor session with no further issues reported.